Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece from the handle of the device fell off and into the pt cavity. The material was retrieved and a new device was used to complete the procedure without incident. There was no pt injury.